Event description:
The hcp reported the patient presented with fever, redness, and swelling of the device pocket. It was unknown to the reporter if a culture was done. The patient was treated with IV antibiotics and total device system explant. The infection is reported to have resolved.